Event description:
Pt complains of pain and discomfort in both breasts, more so on right side. Pain radiating to right shoulder and right upper back. Pt complains of a "pulling" sensation and sharp pain in her breasts from time to time. Right and left implant leaking.